Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and hardening of breasts. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side capsular contracture - baker grade IV and hardening of breasts. Subsequently, physician has reported implant rupture and double capsule the device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe. Double capsule: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data:g4, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and hardening of breasts. Subsequently, healthcare professional has reported implant rupture and double capsule. The device has been explanted and replaced.